Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred in fill 1 of 6 during their pd treatment. Prior to discovery of the fluid leak, it was reported that an m31 air detected in cassette alarm had occurred. After the alarm occurred, the patient was unable to continue their treatment on the cycler. When the cycler door was opened to remove the cassette, fluid was observed leaking out. Upon informing ts of the fluid leak, the patient was advised to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was subsequently issued to the patient. No visible damage was identified on the cassette when it was removed from the cycler. Upon follow up, it was confirmed the patient was trained to perform stat drains, as well as manual pd therapy if needed. The patient was able to perform (manual) continuous ambulatory pd (capd) therapy in the absence of the cycler. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. Immediately following the event, the patient contacted their pdrn and notified them of what had transpired. The patient was asked to report to the clinic as soon as possible so they could receive a one-time dose of prophylactic antibiotics. Upon arriving to the pd clinic, the pdrn had prepared for the patient a manual solution bag containing antibiotics (type and dose unknown). Despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries to report. Additionally, at the time of follow-up it was confirmed that the patient¿s effluent had remained clear. The patient confirmed receiving their replacement cycler and reported that the old cycler was picked up and returned to the manufacturer for evaluation. The patient was continuing pd therapy on the replacement with no further issues. The cycler set was reportedly retained and brought to the patient¿s pd clinic as requested by the pdrn. The pdrn was asked to hold onto the cycler set once received. The lot number for the cycler set could not be provided as the packaging was reportedly discarded.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. Additionally, the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.